Manufacturer narrative:
The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
One opened probe was received, without a tip protector, in a bag, for the report. The sample was visually inspected and found to be nonconforming with the probe needle/stiffener pulled out of the needled holder, the needle was broken and not returned. No wear assessment could be performed due to the needle/inner cutter were not returned. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the probe needle/stiffener pulled out of the needled holder. How and when the needle/stiffener pulled out of the needled holder cannot be determined from the evaluation performed; therefore a root cause cannot be determine. An exact root cause for the reported event could not be determined from this evaluation; therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that outer metal sleeve of the vitrectomy probe was loose at the start of the case vitrectomy-retinal surgery. It was evident immediately after the probe went through the trocar. The surgeon removed and primed another probe to complete surgery. There was no patient impact.